Event description:
It was reported by service report that the bed exit was not alarming at the nurse call station. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Dip switch.